Manufacturer narrative:
(B)(4). Evaluation, results: (death).

Event description:
Approximately 13 months post the index procedure the patient death was reported, the patient had been diagnosed with lung cancer and refused any treatment except for comfort measures given by hospice. The investigator has indicated the event was not related to the study device or procedure.

Event description:
Pt had three lesions treated during index procedure. Two endeavor sprint rx drug-eluting stents implanted to distal rca. One endeavor sprint rx drug-eluting stent implanted to the mid rca. One endeavor sprint rx drug-eluting stent implanted to the proximal rca. Pt was asymptomatic / free of symptoms at 1 month and 6 month follow ups. It is reported that the pt suffered with chest pain approx 9 months post index procedure and approx 1 month later underwent a revascularization of the target vessel due to a positive history of recurrent angina pectoris presumably related to the target vessel. One other brand stent was implanted to each of the following; mid rca, distal rca and proximal rca. In the investigator's opinion, there was a probable relationship between the event and the study device. Pt was asymptomatic / free of symptoms at 12 month follow up. It is reported that the pt expired approx 13 months post index procedure. The cause of death is unk. (Ref MFR # 9612164-2011-00971, 9612164-2011-00972, 9612164-2011-00973 & 9612164-2011-00974).

Event description:
(B)(4)